Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, the pacemaker could not be interrogated with radio frequency telemetry. It was noted that during the attempt, an error message appeared on the programmer. It was also noted that the pacemaker could be interrogated with induction telemetry. The pacemaker was not used, and no patient was involved.

Manufacturer narrative:
Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, communication could not be established. The device was tested on the bench and it was noted the rf telemetry was in an anomalous state. The cause of the anomalous state was due to incorrect firmware installed.